Event description:
Patient had a proximal humerus nail implanted on an unk date. An end cap was noted on a post operative x-ray as backing out. Surgeon noted that the humeral head looks to have rotated posteriorly.

Manufacturer narrative:
Pt scheduled for 2007 confirmation of removal not received. No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacture date without a lot number.